Event description:
It was reported that patient faced cannula issue as the cannula was found crimped within five hours of insertion on (B)(6) 2026. The patient had high blood glucose level (460 mg/dl) which was treated with correction injection via multiple daily injection (mdi). The site of insertion was abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.